Manufacturer narrative:
Age at time of event: 18 years or older. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that angina and neo-atherosclerosis occurred. In (B)(6) 2013, the patient had the initial procedure percutaneous coronary intervention (pci) performed to the left anterior descending artery (lad)/diagonal bifurcation. The target lesion was located in the lad and was implanted with a promus element plus everolimus-eluting platinum chromium coronary stent system. No stent was placed in the diagonal branch. The result was great and the patient was discharged with no complications. In (B)(6) 2015, the patient had a repeat angiogram and the stent was patent. In (B)(6) 2015, the patient re-presented with angina and angiogram was performed. A disease in the distal portion of the previously implanted promus element stent was noted and the physician described this as 'neo-atherosclerosis' and not restenosis as it was very soft. The procedure was completed using a balloon to treat the lesion and no other stent was placed in the vessel. The patient's status was stable.